Event description:
The patient underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6), 2013. The pt presented with a type I endoleak at the 3 month follow up on a unk date. A re-intervention was performed on (B)(6), 2013 to place a cuff but was unsuccessful at resolving the endoleak. The physician then released several coils into the aneurysm sac; a small endoleak remained at the end of the procedure. The patient remained in the hospital as of (B)(6), 2013 in stable condition. Based on the angiographic imaging provided, an accurate assessment of the root cause for the type I endoleak could not be completed.